Manufacturer narrative:
The actual device was not available; however, photographs of the samples were provided for evaluation. The photographs were visually inspected. One photograph showed approximately 20 minicaps in which the sponges of four (4) were protruding, six (6) appeared to be within specification, and nine (9) partials in which it was not possible to determined if the issue occurred. Another photograph showed four (4) open minicap pouches with the sponge protruding from one (1) minicap and the other three (3) appear to be within specification. The reported condition was verified in five (5) of the samples only . The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge from an unspecified quantity of minicaps have ¿dislodged¿ from the caps. This was observed when opening the foil pouches for use in peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.